Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the clip delivery system was returned and the reported cable break resulting in the inability to curve cds was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported noise and difficulty positioning could not be replicated in a testing environment, as these were cascading effects of the reported cable break. The investigation was unable to determine a conclusive cause for the cds cable break resulting in the inability to curve cds. The reported noise and difficulty positioning were determined to be cascading effects of the cable break, as the cables were no longer tensioned. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed for movement in an unintended direction, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. One clip was implanted without issue. The second clip delivery system (cds) was positioned and the m/l knob was turned in the m direction to steer the clip down to the valve. After about a quarter turn, a loud noise was heard and a cable break occurred. The clip jumped back into the default position and a loss of tip deflection was noted. The cds was removed without issue and replaced with a second cds. Two clips were implanted and the mitral regurgitation was reduced from grade 3-4 to less than 1. No additional information was provided.